Event description:
Complainant alleged that during the medic's set-up of the device for possible monitoring use on a patient (age and gender unknown), the medic (age and gender unknown) received a shock that felt like a "tickle" when handling the multi-function cable's contacts. The medic then obtained another device to monitor the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. In addition, the complainant indicated that the paramedic did not get hurt, as a result of receiving the unintended delivery of energy.